Event description:
On 10/26/1998, during an incident involving a 60-year-old male in full cardiac arrest, the emergency team began cardio pulmonary resuscitation, attached r2 electrode pads, and successfully shocked the pt 4 times: once at 200 joules, once at 300 joules, and twice at 360 joules. On the first shock of 360 joules, the current started arcing and a burning smell was noted. It was reported that the pads were working properly during all four resuscitation attempts. Arcing and burning are occasionally experienced during resuscitation using electrode pads. It is not known how long the pt was in cardiac arrest prior to the arrival of the emergency team. It was also reported that the ambulance carried paddles in addition to r2 pads. The emergency team elected not to use the paddles, but continued to use the pads instead. In the interim, a second emergency team arrived and a second set of electrodes was applied. The pt was successfully shocked two more times and transported to a hosp where he was pronounced. There is a high likelihood that the reported incident was not related to the final outcome.